Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp extension sets would not prime. The event was further described as ¿the medication fills the filter partially and becomes blocked; the medication will not completely fill filter or flow past filter¿. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) actual sample was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure testing and clear passage testing which had unsatisfactory results. The returned sample would not prime. The tubing in the y-site in the downstream part was blocked. The reported condition was verified. The cause of the condition was not determined. The remaining device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.